Manufacturer narrative:
Date sent to the FDA: 08/22/2007. Conclusion: a review of the device MFR records was conducted. This review did not identify any non-conformance and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the customer has to hold the disposable handpiece in position for the device to work. The customer suspects a possible loose connector. There was no patient consequence.